Event description:
A pacemaker implantation was performed. After lead positioning, the ventricular lead was connected to the pacemaker first without problems. The physician then attempted to insert the atrial lead connector into the pacemaker port ; however, it was unable to fully insert the atrial lead connector into the port (it was only able to insert to the proximal sealing-ring of atrial lead connector, but it was unable to insert the atrial lead connector into the port completely). The physician disconnected the ventricular lead which was already connected to the pacemaker, and then attempted to insert the atrial lead connector into the ventricular port ; it was able to insert it completely. Considering above observations, the physician suspected any failure in the atrial port, and a new pacemaker was implanted instead. Both leads were successfully connected to the new pacemaker and the operation was completed.

Event description:
A pacemaker implantation was performed. After lead positioning, the ventricular lead was connected to the pacemaker first without problems. The physician then attempted to insert the atrial lead connector into the pacemaker port ; however it was unable to fully insert the atrial lead connector into the port (it was only able to insert to the proximal sealing-ring of atrial lead connector, but it was unable to insert the atrial lead connector into the port completely). The physician disconnected the ventricular lead which was already connected to the pacemaker, and then attempted to insert the atrial lead connector into the ventricular port ; it was able to insert it completely. Considering above observations, the physician suspected any failure in the atrial port, and a new pacemaker was implanted instead. Both leads were successfully connected to the new pacemaker and the operation was completed.

Event description:
A pacemaker implantation was performed. After lead positioning, the ventricular lead was connected to the pacemaker first without problems. The physician then attempted to insert the atrial lead connector into the pacemaker port ; however it was unable to fully insert the atrial lead connector into the port (it was only able to insert to the proximal sealing-ring of atrial lead connector, but it was unable to insert the atrial lead connector into the port completely). The physician disconnected the ventricular lead which was already connected to the pacemaker, and then attempted to insert the atrial lead connector into the ventricular port ; it was able to insert it completely. Considering above observations, the physician suspected any failure in the atrial port, and a new pacemaker was implanted instead. Both leads were successfully connected to the new pacemaker and the operation was completed.